Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut thus not allowing completion of the pretest. However, during repair and after the bottom plate was removed, it was observed that the electrical wires were tampered with verifying broken internal switch. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the internal switch on the foot control device was broken. There were no delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred two weeks ago from the date of this report in october 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.